Manufacturer narrative:
Additional information received identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The (B)(4) was found to be a duplicate of the (B)(4) (related to (B)(4)) therefore the (B)(4) will be closed. The current investigation will be discarded. The correct investigation and findings will be performed under the (B)(4) (related to (B)(4)).

Event description:
Us legal. It was reported that a patient underwent medically indicated revision of the r3 system left hip on (B)(6) 2020. The patient revision surgery was performed due to a fractured r3 ceramic liner. The patient outcome is unknown.